Event description:
Boston scientific was informed that during an endoscopic retrograde cholangiopancreatography procedure (ercp), the stonetome stone removal device would not let the physician bow, when he was ready to cannulate, and the cutting wire was broken. The physician used another of the same device to complete the case. The pt is reported to be ok.

Manufacturer narrative:
The reported complaint on broken cutting wire could not be confirmed, since the device was disposed of by the user facility. Based on the event info, it appears that the tome would not bow because the cutting wire was broken. Based on the eval of other devices that have been returned with the same issue (broken cutting wire), the root cause is undeterminable since historically, the broken cutting wire could be a user or manufacturing error, and could not be verified without analyzing the device. A device history record review of the lot was performed and revealed no related issues to this complaint. A lot history search was performed and found no other complaints against the lot number. Trending by product family and ar code for 15 months were reviewed and no current trends were found.